Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Surgeon reported to rep that there were 5 mako pka revisions on 5 different patients due to femoral loosening. Surgeon raised a concern that too little bone cement was able to be placed in the femur to set the implant after the implant was placed and will try implanting some cement prior to device implantation to aid stability.

Manufacturer narrative:
Corrected d4 to unk_ofl an event regarding loosening involving an unknown mako femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including device information, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Surgeon reported to rep that there were 5 mako pka revisions on 5 different patients due to femoral loosening. Surgeon raised a concern that too little bone cement was able to be placed in the femur to set the implant after the implant was placed and will try implanting some cement prior to device implantation to aid stability.